Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump was received with missing reservoir tube retainer, scratched case, minor scratched lcd window and cracked select button keypad overlay. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump had physical damage. It was reported there was a crack at the clear ring on the reservoir compartment. Customer stated it was unknown how the damage occurred. The blood sugar was unknown. Customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.